Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) has been completed since the initial report was submitted. The console was returned, visually inspected, tested, and reproduced the reported failure mode. Upon connecting the ac power, the console booted up by itself without pushing the power button. The front panel optical connector was found contaminated as received and unable to remove the debris by cleaning and was unrelated to the reported failure mode. The root cause of the automatic bootup and restart was pbm malfunction. H4 model number d9 corrected e2.

Manufacturer narrative:
The automated impella controller (aic) has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller was turning on and off by itself while not in use. There was no patient involvement.